Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off/pulling out. The following information was provided by the initial reporter: pharmacy has experienced needles that have broken off at the cartridge while injecting insulin. Lot 0133299. Ref 320562.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-11. H6: investigation summary: twenty six sealed and intact 32g x 4mm pen needle samples were returned from lot no. 0133299, cat. No. 320562. Visual examination was carried out on all twenty six samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off/pulling out. The following information was provided by the initial reporter: pharmacy has experienced needles that have broken off at the cartridge while injecting insulin. Lot: 0133299, ref:(B)(4).